Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra sheath, and a guidewire. During the procedure, while advancing the 3maxc over the guidewire through the sheath, the physician experienced resistance and subsequently the physician broke the distal end of the 3maxc. Therefore, the physician used a stent retriever device to remove the broken part of the 3maxc. The procedure was completed using a velocity delivery microcatheter (velocity) and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned 3maxc confirmed a distal fracture and revealed the device was stretched throughout its distal length. If the parent device is forcefully advanced against resistance over the 3maxc, damage such as this may occur. Additionally, retraction of the 3maxc may also contribute to the observed stretching. The root cause of resistance during the procedure could not be determined. Further evaluation revealed kinks on the catheter, one proximal to the stretch and one distal. The proximal kink was likely incidental to the complaint. The distal kink may have occurred while snaring the device during removal from the patient. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc), a non-penumbra sheath, and a non-penumbra aspiration catheter. During the procedure, while advancing the non-penumbra aspiration catheter over the 3maxc, the physician experienced resistance and subsequently fractured the distal end of the 3maxc. Therefore, the physician used a stent retriever device to remove the fractured portion of the 3maxc. The procedure was completed using a velocity delivery microcatheter (velocity) and the same sheath. There was no report of an adverse effect to the patient.